Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. Tall device history records (DHR) are reviewed and released according to the DHR review checklist and release procure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record reviewed confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During a follow-up call with the peritoneal dialysis (pd) patient's clinic registered nurse (rn), it was discovered the pd patient was diagnosed with (B)(6) on (B)(6) 2015. The nurse stated the infection was attributed to touch contamination, where the patient had breaks in technique and sterility. The patient had adhesions and scar tissue. There were no reported fluid leaks during treatment prior to infection. The nurse stated the patient was initially treated in-clinic and was eventually hospitalized for the event. As of (B)(6) 2015, the signs and symptoms of peritonitis resolved. Per pdrn, the patient had reverted modalities to completing hemodialysis treatments without issue in-center due to issues with the patient's catheter. Medical records were requested.